Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user, who tests between two and three times a day, reported that he received from his dario meter bg readings in the 300 mg/dl range. Due to the above, the user reported that he had been self-medicating with insulin according to these high readings. The user reported that he tested his bg with another meter and received readings in the 120 mg/dl - 125 mg/dl range and therefore realized that the dario readings were incorrect. The user reported that he tried to contact dario several times, however did not succeed. The user then purchased another dario meter, and he reported that it is giving him bg readings that are normal for him.

Manufacturer narrative:
While on the phone with dario's representative, the user was offered to troubleshoot in order to further investigate this issue, however the user refused to troubleshoot or share any more details regarding the incident with dario's representative. There is not enough information available to further investigate this case. Therefore, no resolution is available.